Manufacturer narrative:
This product is not approved in the united states; however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited increasing in impedance over the last year in the right ventricular (rv) lead channel. Technical service (ts) reviewed the data and recommended troubleshooting options. At this time, the device remains in service. Additional information has been requested regarding the event resolution, but were unsuccessful. No adverse patient effects were reported. Additional information received indicates that the device exhibited gradually increasing pacing impedance for more than 4 years on the rv lead issue. The impedance reached a high out of range value. Isometrics were performed. No noisy signals were observed. Ts provided potential following actions and troubleshooting actions. The device remains in use. No adverse patient effects were reported.